Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in inappropriate shock therapy and pacing inhibition for greater than two seconds of asystole. Noise was able to be recreated with arm movements. Boston scientific technical services (ts) discussed troubleshooting options. A lead insulation issue was suspected, however, not confirmed. An invasive procedure was performed. The lead was explanted and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The ICD was explanted over four and a half years later for an issue reported on report 2124215-2018-01107. The ICD was returned for analysis.